Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-605j-(B)(4). The fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits moderate devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 16,450 joules and 3 minutes "forward firing" was noted. The fiber was exchanged and the second fiber was used to complete the procedure at 246,549 joules. The tip of the fiber was cleaned during the procedure. Patient outcome: "no injury" reported.